Event description:
Event description guidant received information that an interrogation of the implantable cardioverter defibrillator (ICD) in the shipping box noted the monitoring voltage was lower than expected.